Event description:
As the plug was being introduced it was noted that it did not disengage from the introducer and had cracked and remained lodged in the introducer. An alternative plug was used and the case proceeded uneventfully without any delay or patient impact.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.